Event description:
Boston scientific received information that that this device was unable to establish telemetry with a programmer. Boston scientific technical services discussed trouble shooting options with the local health care provider. Ultimately the device was unable to be interrogated. The patient underwent a device change out procedure where the device was explanted and replaced. There were no adverse patient effects reported. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers (gate oxide) within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observation.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.